Event description:
The device would not display anything other than 'leads off' while attempting to perform routine patient monitoring through ECG electrodes. The facility reported that there was no compromise to patient care as a result of the event.